Manufacturer narrative:
Device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported during the use of the product, a -no disposable, pump won't run- alarm went off. The customer changed the pump (a cadd-legacy plus) to another one, but the alarm persisted. He then changed the cassette to another new one. After that, the alarm was settled. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The device appeared to be in good physical condition. The device was missing the blue clip and white cap. Upon function testing the reported problem was duplicated. The root cause of the reported problem was unknown however a corrective and preventative action was opened to investigate further. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.